Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced swelling in her back and burning in the thoracic area. She turned the therapy off one week ago; however, the burning sensation continued. Her treating physician recommended explant and she wanted it removed as well. The blood work showed no signs of an infection; however, there was a concern. She had an appointment on (B)(6) 2011 with the surgeon. The health care provider confirmed that it was unk if the device attributed to the event. The pt experienced pain and edema/warmth at the ins site. The total device system was explanted on (B)(6) 2011. The pt outcome was noted as no injury.